Event description:
It was reported that the patient underwent revision surgery due to broken stem. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: germany. Concomitant medical products: item#: 01.00402.075; lot#: unknown; item name: revitan, proximal part, cylindrical, uncemented, 75 taper 12/14. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided: product evaluation could not be performed. DHR review cannot be performed without product identification. Device is used for treatment. Medical records were not provided. Radiography were provided and reviewed. The undated ap overview of both hips shows a fracture of the right stem, occurred on the connection pin between distal and proximal part: event can be confirmed. However, the quality of the provided radiography does not allow for further analysis. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.